Event description:
It was reported that during an unknown procedure the contour reload misfired during bowel resection. Staple formation didn't happen and knife cuts the tissue causing bleeding. Reload misfired and bleeding happened surgeon sutures the bleeding manually.

Manufacturer narrative:
(B)(4). Date sent 8/19/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: one video from a green reload fully fired handling by the user and the appears to be cut, also the device is showen with no apparent damage. Based on the video the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 358d06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2025. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Currently the patient is okay. Stapler misfired and late on surgeon did hand sewing technique to complete the procedure